Manufacturer narrative:
Additional information was received: the patient has been in a favorable condition after the tavr procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient and procedural factors that alone or in combination can cause or contribute to mobile plaque or debris during the tavr procedure. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the vasculature material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during balloon valvuloplasty (bav), and deployment of the prosthetic valve. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it was reported that the coronary occlusion was caused by the embolization of the mobile mass seen on the ascending aorta post bav. The nature of the mobile mass is unknown. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6) affiliate, a left coronary artery (lca) occlusion was observed during a transfemoral tavr procedure and a coronary stent was implanted. After balloon aortic valvuloplasty (bav), tee showed an unknown mobile mass in the ascending aorta. A 26 mm sapien xt valve was deployed with 2 ml less than nominal volume. The valve was placed 70:30 aortic/ventricular (a/v) and landed 80:20 a/v as intended. Post deployment, the mobile mass disappeared off the tee. Blood pressure remained around 70-80 mmhg. Electrocardiogram (ECG) showed prolonged qrs duration. Tee detected decreased cardiac wall motion in the area where the lca supplied (anterior wall, lateral wall and septum). Aortography revealed a total occlusion of left main trunk (lmt). Percutaneous coronary intervention (pci) was decided. When a guidewire was inserted into the left circumflex artery (lcx), lca blood flow was observed. Following angioplasty of the lmt, the lca blood flow improved; however, the proximal lmt was not fully seen on the images. A drug eluting stent was placed in the proximal lmt. Post pci aortography revealed favorable blood flow in entire lca. The procedure was completed as it was confirmed the cardiac wall motion was improved without ECG abnormalities. The physician stated that the nature of the mobile mass was unknown, but it was thought that the mobile mass had embolized to the lmt, obstructing its flow. The lmt occlusion was not caused by sapien xt valve, as its frame did not obstruct or narrow the lmt ostium. Per the report, the lca height measured 13.4 mm with mild calcification on left coronary artery (lcc). No intracardiac thrombus or debris had been detected by preoperative tee. The patient's pre-existing thrombocytopenic purpura had been well controlled, with a platelet count of 50,000 /mcl on the pre-operative examination. The native annulus diameter measured 21.3 mm by tee with mild calcification on the valve and the aortic root. The diameter of sinus of valsalva (sov) and sinotubular junction (stj) measured 31.8 mm and 24.7 mm respectively.